Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 598 mg/dl at the time of incident and other relevant blood glucose level was above 600 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was inactive. Customer was treated with insulin pump and syringe. Customer stated that the tape was not sticking. The insulin pump will not be returned for analysis.